Manufacturer narrative:
Evaluation completed. One purple needle tip was returned loose in an unknown sterilization pouch. The original packaging was not returned. The part number and lot number cannot be verified or determined. Visual inspection found the shaft of the needle broken off near the hub. There are jagged edges at the areas of the break on both pieces. The shaft was slightly curved/bent at the broken location. Additionally, there was heavy marring, scratches and material missing from on the shaft of the needle, around the tip area of the needle and on the corners of the hub. The corners are rounded. There are faded areas on the shaft where the purple color was missing. The needle was heavily damaged. It cannot be determined how this tip was handled or how many times it has been used; however, it looks well used. Due to evidence of use and the amount of heavy physical damage, the cause of the broken tip cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Manufacturer narrative:
Based on appearance, the needles were evidently subjected to mechanical abuse. A DHR review of lot# 4832776 revealed no issues found that could be related to this complaint. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The product has been sent to the vendor for their investigation. Report 1 of 6, see related medwatch report numbers: 0001920664-2019-00011, 0001920664-2019-00012, 0001920664-2019-00013, 0001920664-2019-00014, 0001920664-2019-00015.

Manufacturer narrative:
This investigation is ongoing. Report 1 of 6, see related medwatch report numbers: 0001920664-2019-00011, 0001920664-2019-00012, 0001920664-2019-00013, 0001920664-2019-00014, 0001920664-2019-00015.

Event description:
The user facility in (B)(6) reported the tips broke during surgery. The part was removed from the patients eye. The surgery was completed with no reported injury to the patient and no other medical intervention required. The tip had been used within 10 times.

Manufacturer narrative:
The vendors investigation results: the returned broken needle exhibits damage at the tip and at the hub area unrelated to the manufacturing process. The wall thickness of the needle was measured and found to be in specification. It is unknown what clinical operations have occurred in the field that might have contributed to this issue. Each needle manufactured is inspected prior to shipment for obvious visual defects and manufacturing defects. Based on appearance, the needles were evidently subjected to mechanical abuse. There are no other complaints of this type for this lot number.directions for use, under the sterilization section states, prior to each use the needle must be examined under a microscope for any pitting, rough spots, cracks or bends. If any of these conditions exist, the needle should be disposed of properly.report 1 of 6, see related medwatch report numbers: 0001920664-2019-00011, 0001920664-2019-00012, 0001920664-2019-00013, 0001920664-2019-00014, 0001920664-2019-00015.